Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered 2 inappropriate shocks a day after it was implanted, under primary vector configuration. The shock therapy was turned off. X-rays showed proper electrode connections and provocative maneuvers could not reproduce any noise. Technical services reviewed the device data and indicated the oversensed noise was most likely air entrapment escaping the s-ICD header, which should be resolved in the following couple of days. It was recommended to reprogram the device to secondary vector in the meantime. This s-ICD remains in service and no additional adverse patient effects were reported.